Manufacturer narrative:
D9: product returned to manufacturer date, updated. Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via log file analysis. A review of the log files extracted from (B)(6) contained data spanning approximately 12 days ((B)(6) 2024 per timestamp). On (B)(6) 2024 at 14:22:29, a controller internal fault alarm activated due to ocp b open faults, indicating damage to fuse b in the system controller. The ocp b open and pwr b broken faults remained active and caused driveline power fault alarms to activate at 14:22:32. On 14:22:35, left ventricular assist device (lvad) off and low flow alarms activated, consistent with the pump stopping. In addition, controller internal fault alarms reactivated due to ocp a open and pwr a broken faults, indicating damage to fuse a in the system controller. The alarms were active until external power was disconnected and the system controller was shutdown at 14:36:06. The returned system controller, serial number (B)(6), was functionally tested alongside reference test equipment, and the mock loop was unable to start with the system controller in use. Upon connecting to power, a controller fault alarm activated. The system controller was opened and inspected at a component level, and the system controller appeared unremarkable. The system controller¿s fuses on its main printed circuit board (pcb) were measured and found to be electrically damaged, consistent with the data observed in the log file. Both fuses were replaced, resolving all issues. The system controller was then functionally tested and performed as intended while operating a mock circulatory loop with no atypical alarms. Information provided by the account stated that the modular cable had a large cut in it and several wires were broken. The modular cable was returned for analysis and the damage to the wires was confirmed. Damage to the wires would have the potential to result in open fuses in the returned system controller and the subsequent controller fault and driveline power fault alarms. The root cause of the controller fault alarm was determined to be the system controller¿s fuses becoming damaged; however, the further root cause of this issue was determined to be due to the damaged modular cable wires. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook warns users that the pump will stop if the driveline becomes disconnected or potentially when damaged. Users are instructed on how to care for and maintain the integrity of the driveline. The heartmate 3 patient handbook, section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with controller fault / driveline power fault conditions. The heartmate 3 patient handbook, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the clinic at around 3 pm that their left ventricular assist device (lvad) was alarming. The patient was crying and there was confusion as to what was going on. The patient was facetimed, and it was seen that the system controller was off even while connected to power and the driveline was inserted. The message across the screen read " call hospital contact, controller fault." The patient's boyfriend was quickly walked through how to exchange the system controller and the pump restarted immediately. Emergency medical service (ems) was called and transported the patient to the nearest hospital, there were no further alarms during this time. Shortly after the patient arrived at the hospital the system controller started alarming with a "driveline fault" and the patients pump was still running. The driveline was assessed for compromise, and it was found that the driveline had a large cut in it and several wires were severed. The patients modular cable was exchanged, and no further alarms were noted after. The patient was noted to be in psychiatric hold and was being worked up for si. Log files were submitted for review for both system controllers. For the first controller, the log files captured a controller internal fault and driveline power faults and lvad off on 06july2024. The message appeared to be due to the broken wires in the driveline. For the replacement controller, the log files captured controller clock corrupt, and the pump restarted. Log file also captured a driveline disconnected alarm and an lvad off event when the modular cable was replaced. Due to the clock not being reset, a timeline was not available for the events. Related manufacturer reference number: 2916596-2024-04599 (modular cable).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.